Manufacturer narrative:
Reported complaint of battery does not take charge was not verified. The battery passed functional tests and appeared to be properly maintained. Regardless, the battery was scrapped and a replacement was sent to the customer. No adverse event reported.

Event description:
It was reported that the battery does not take a charge. No adverse event reported.